Manufacturer narrative:
(B)(4). Pump was received with a no (act and esc) button response due to flattened button dome switch. The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify insulin pump error alarm, unexpected restart error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, rewind test and excessive no delivery test due to no button response.

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump error. The customer¿s blood glucose was 99 mg/dl at the time of incident. Customer reported that the alarm did not occur during the rewind or prime sequence. Customer assisted in performing a self test and test was passed. The insulin pump will not be returned for analysis.